Event description:
It was reported that the pacemaker exhibited out-of-range atrial intrinsic amplitudes and undersensed beats during right atrial automatic threshold (raat) tests. The pacemaker system remains in service. No adverse patient effects were reported.